Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #: (B)(4)) found no anomaly. (B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp), reporting that the patient's ins was explanted due to low battery life. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had impedance issues and the device replaced. There was also conflicting information which stated that an impedance check was taken and there were no problems found. There were no symptoms reported.